Manufacturer narrative:
The company service representative examined the system, but was unable to replicate the reported event. The company service representative found the lamp to be working as intended. Unrelated to the reported event, the company service representative performed preventive maintenance (pm) and replaced the tray assembly. The system was then tested and met all product specifications. The system was manufactured on february 22, 2016. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that the lamp burned out during a surgical procedure. The procedure was completed with no harm to the patient.